Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Multiple attempts were made to obtain additional information, but no more information has been received.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a low anterior resection procedure, (B)(6) after anastomosis was formed, the patient was not doing well. On inspection, it was noted that the anastomosis was not complete. The surgeon stated that after anastomosis was completed, the stapler was rotated 360 degrees during removal of the circular stapler. The surgeon stated that during the case, the anastomosis looked good and that the tissue donuts from the device were complete. There were no patient consequences. Additional information has been requested.